Manufacturer narrative:
(B)(4).

Event description:
While in use on a patient, the report states that "the machine stopped operating suddenly and could not be restarted to work normal. After that, the doctor decided to remove the catheter. The patient's condition did not deteriorate significantly after the withdrawal of the machine and the patient's family decided to give up the treatment and discharged the patient from the hospital. The engineer check, the main issue is system failure due to aging of valve set components". Further information states that after the patient was discharged, the patient died at home. The hospital did not have information regarding the date and time of death. The reported cause of death is heart failure. Due to patient privacy, the hospital was not able to disclose the patient's medical history or underlying medical conditions. Additional information states that when the stop operating, it stopped pumping and completely shut off. It also states that the pump was plugged into a wall outlet when this event occurred. The customer is unable to provide the pump log file.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
While in use on a patient, the report states that "the machine stopped operating suddenly and could not be restarted to work normal. After that, the doctor decided to remove the catheter. The patient's condition did not deteriorate significantly after the withdrawal of the machine and the patient's family decided to give up the treatment and discharged the patient from the hospital. The engineer check, the main issue is system failure due to aging of valve set components". Further information states that after the patient was discharged, the patient died at home. The hospital did not have information regarding the date and time of death. The reported cause of death is heart failure. Due to patient privacy, the hospital was not able to disclose the patient's medical history or underlying medical conditions. Additional information states that when the stop operating, it stopped pumping and completely shut off. It also states that the pump was plugged into a wall outlet when this event occurred. The customer is unable to provide the pump log file.